Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side "hardening and pain" and "capsular contracture baker grade unknown". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, b.6, d.4, d.6, g.1, h.4, h.6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported capsular contracture baker grade iii, seroma, and folds.